Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of rupture/ anxiety-product-procedure was received on mar 30, 2020 with lot number 1494525. Visual analysis of the returned device identified underweight, broken shell, white particles, missing, crease fold. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on the anterior assessed as an unidentified (tear) opening and a piece of the shell is missing the assessment is inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient concern with textured product.

Event description:
Healthcare professional reported a left side rupture and patient concern with textured product. Device has been explanted.